Event description:
It was later reported that a sluggish catheter was demonstrated by a pump check three months prior. The location of the catheter issue was the proximal connection. A surgery was performed on (B)(6) 2014-. The catheter was spliced using a proximal catheter revision kit. The event resolved on the same day. At the time of this report, the patient was receiving effective therapy.

Event description:
The patient reported return of symptoms. Per the patient, they were hurting so bad they could hardly stand. The patient stated her ¿back is killing me¿. The patient had problems with pain since june. Per the patient, medicine in not going through system right. Per the patient, the catheter was not working like it¿s supposed to, it¿s partially blocked. A surgery date was set but the patient was unsure when. The patient had an appointment with the hcp (B)(6) 2014. The pump was used to deliver fentanyl, bupivacaine, and dilaudid. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4); product type programmer, patient product ID 8709, lot# j0058224r, implanted: 2001 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).